Event description:
A dilaysis facility reported that a pt lost too much fluid during a hemodialysis treatment. The pt became hypotensive 1.5 hrs. After treatment was initiated and remained hypotensive throughout the remainder of the treatment. The blood pressure medications (which were to be held pre dialysis) were taken by the pt that morning. Based on the reported pre and post dialysis weights, and what the machine had indicated was removed, there was a weight loss variance of about 3.7 kg. There was no serious injury.